Manufacturer narrative:
No product will be returned as control solution testing shows meter and strips are operating within correct specifications.

Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 5.7mmol/l and 1.1 mmol/l within a ten-minute timeframe. When plotting each of the readings against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.